Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that loss of image when wiggle the scope end connector was caused by that wear on video connector locking lever was the cause of phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
The video system center was returned as part of the asset return process. During routine inspection of the device by olympus, it was observed the device¿s video connector socket had a defective locker that would not secure the scope video cable and there was no narrow band imaging light present. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.